Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient developed an infection with the implant. The patient only had it implanted for a couple months, and then it had to be removed because of the infection. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow-up report will be sent.